Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called to report no delivery alarms. The customer then mentioned that she was hospitalized a few months ago with low blood glucose and the reading was 20 mg/dl. She stated, she was found unconscious by her husband and he called the paramedics. Troubleshooting was performed and the insulin pump passed the prime test. The basal rates were not coorect and the customer stated, she would check with her medical doctor to get the correct basal rates.